Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. Migration and discomfort are acknowledged within the dfu and are not related to off-label use or failure to follow instructions. The reported patient symptom of discomfort is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced discomfort with the device. A revision surgery was performed, during which the physician confirmed that the reservoir had migrated from its original position in the retropubic space on the left side and was located in the left groin within the external inguinal ring. The reservoir was explanted and replaced. No further patient complications were reported.